Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen was blank and the back alarm sounded. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 05jun2019. The power management (pm) printed circuit board assembly (pcba) was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the power management (pm) pcba revealed no damage or contamination. The power management (pm) pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator did not power up from (alternating current) ac and deliver breaths. The ac (light emitting diode) led did turn on. An investigation was performed and the root cause for the reported issue was due to a component (u11) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 08mar2019. The manufacturer's field service engineer (fse) replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.